Event description:
Reporter calling, stating he received a letter from baxter regarding a recall on his minicaps. Reporter states the letter indicated to contact the FDA. Reporter states that to the best of his knowledge he has not experienced any adverse events related to minicap use and that he has "at least seventeen" minicaps in his possession. Reporter states he also contacted baxter after receiving the letter about the recall. Reference reports: mw5118069, mw5118070, mw5118071, mw5118072, mw5118073, mw5118074, mw5118075, mw5118076, mw5118077, mw5118079, mw5118080, mw5118081, mw5118082, mw5118083, mw5118084, mw5118085.